Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, the oil was leaking from device. There was no injury reported, however, we decided to report the issue in abundance of caution as any fluid leaking into sterile field or during procedure may cause contamination in case of reoccurrence. Based on an information gathered, the device was repaired and returned to clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. During assembly of spring arms the supplier applies a creamed grease turning into liquid above 135°c. So, the black dripping liquid observed can not come from the spring arm itself but finds its origin elsewhere. The first cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun . Corrected h3b device not eval provide code: n/a.

Manufacturer narrative:
Event site telephone:(B)(6) the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 19th september, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, the oil was leaking from device. There was no injury reported, however, we decided to report the issue in abundance of caution as any fluid leaking into sterile field or during procedure may cause contamination in case of reoccurrence.